Event description:
The Biomedical Engineer (BME) reported that the V60 Ventilator displayed a blower or fan error code (unspecified). It was later confirmed that the error code was for a "Check Vent: Blower Temperature High." There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. No user impact and/or harm was reported.The BME reported that the V60 Ventilator displayed a blower or fan error code (unspecified). A Philips Remote Service Engineer (RSE) provided assistance, and reported that the issue was replicated during troubleshooting. The customer was unable to determine what error code was observed. Onsite service was requested. A Service Engineer (SE) evaluated the device and reported that the error code observed was a "Check Vent: Blower Temperature High" code (1122). The issue was replicated/confirmed during troubleshooting. The issue was also confirmed during the evaluation of the device. Onsite service was provided, and a Field Service Engineer (FSE) reported that the blower assembly was replaced to resolve the issue. The FSE completed a performance verifcation test (PVT), and the device passed all testing. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.The cause of the malfunction was determined to be a failure in the blower assembly. A conclusion/root cause can not be provided at this time, as the suspected part has not been returned for further analysis. In the event the suspected part is received, the evaluation will be performed, and the investigation will be updated.